Event description:
Procedure: lap ventral hernia repair. According to the reporter, the tacker jammed during the procedure. The staff continued with use of another protack device. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4). This report lot # is subject to the recall initiated on feb 8, 2010.